Event description:
It was reported that during the procedure, the device gave error 4. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
Date sent: 05/29/2009. Evaluation summary: the hand piece was returned and was tested on a generator and was found to be functional. However, it's no longer meets design specifications for phase margin. The hand piece was disassembled and evidence of moisture ingress was found. Due to this condition, it may lead for temperature issues or error code 4 to occur.